Event description:
Patient found to have small amount of bleeding and hematoma from right radial wrist, approximately 4 hours post removal of cordis zephyr vascular compression band. Manual pressure applied for 10 minutes. Hematoma dissipated. No additional treatment provided. No further patient harm.